Event description:
It was reported that the ring clamps do not hold the retractors blades in position. The patient was diagnosed with degenerative scoliosis had undergone an anterior interbody fusion from l1-s1 on (B)(6) 2015. During the procedure, one level (l1-l2) could not be accessed because the retractor blades kept moving and it caused great concern of possible vessel damage, therefore only 4 levels were instrumented. The ring clamps were as tight as they could make it, however, the retractor blades continued to rise with the pressure of the tissue. The grip strength was not strong enough. There was a reported surgical delay of one to two (1-2) hours. The surgeon completed the surgery without further incident. This report is 3 of 6 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that: manufacturing location: (B)(4), manufacturing date: 12 may 2006, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not reported. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product investigation summary: the synframe ring clamp (part 387.347) belongs to the synframe access and retractor system. The synframe access and retractor system allows direct visualization and stable retraction for less invasive spine surgery. The core function of the ring device system is to provide a rigid connection to the desired retractor blades. Six (6) synframe ring clamps (part 387.347, two of lot 1488778 and four of lot 1482971) were returned with the complaint: ¿the ring clamps do not hold the retractors blades in position.¿ upon receipt of these devices, they were seen to be able to be tightened fully, and while there are signs of wear, the regions which hold the ring and the retractors are within tolerance on these devices. The wear on this device, as there are markings and uneven wear on the outer edges where this device would attach to the ring, indicate that this was placed on the inner radius of the ring instead of the outer radius where it is meant to snap onto. Thus, it is possible that these devices were being used incorrectly and as a result could not fully tighten onto the retractors. This complaint could not be confirmed. In conclusion, this complaint is unconfirmed. It is likely that the rings were placed on the inner radius of the ring and were thus unable to be fully tightened. The design was found to be appropriate for the intended use of this device. Patient identifier was reported in error as ¿none¿ on the initial medwatch. This patient-specific information was not provided by the reporter. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.